Manufacturer narrative:
One single dpt - vamp jr. Kit was returned for examination. The reported event of broken tubing from the reservoir was confirmed. The pressure tubing was found broken from the bond joint that connects with the vamp jr. Reservoir. The cross surfaces of the broken tubing appeared uneven. No other damage was observed from the kit. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised to consider the potential benefits in relation to the possible complications. It is common clinical practice to inspect all products before use. These products are used by highly trained clinicians, experienced in identifying and mitigating any hazards that arise during use. In addition, these devices are typically used in intensive care units or operating rooms, where patients are closely monitored. Tubing breakage will most likely occur during handling and manipulation of the product and will result in an obvious leak prior to connecting to the patient or during tightening of connections during use. Therefore, the break in the system will be immediately detected. Since these devices are indicated for pediatric patients, whose blood volume is much smaller than an adult, they cannot tolerate blood loss as easily as adults. Consequently, there is potential for patient injury. In this case, the break was found before use and there was no patient involvement. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that before use, the tubing of the disposable pressure transducer with vamp disconnected from the vamp jr reservoir. The device was replaced and worked successfully. There was no allegation of patient injury. The device was available for evaluation. Patient demographics were requested, but not provided.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The investigation of this pressure monitoring kit with vamp jr concluded that a potential root cause of broken pressure tubing could be related to an incorrect solvent bonding execution during the assembly process. Personnel acknowledgement was conducted at the manufacturing site to prevent recurrence of this type of complaint.